Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 186, 165, 131 and 194 mg/dl. Customer is also concerned with test result of 28 mg/dl from meter memory; customer stated at the time that result was obtained she was not having any symptoms and did not require medical attention. The customer's expected fasting blood glucose test result range is 100-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen pantry. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date at time of call is two weeks. (B)(6).